Manufacturer narrative:
(B)(6). Bd received instrument from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Device manufacture date unknown .

Event description:
It was reported that the bd sedi-40 was not mixing while the instrument was set to mix.